Event description:
It was reported to boston scientific corporation, that a resolution clip device was used during a colonoscopy procedure performed in 2008. According to the complainant, during the procedure, the device deployed prematurely. The device was removed and the procedure was completed with another of the same resolution clip device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, supplemental medwatch will be field.